Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly. The insulin pump had moisture damage noted on electronic assembly during visual inspection. Missing end cap sticker noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they received a button error alarm and battery out limit alarm. The customer's blood glucose was 148 mg/dl at the time of incident. The customer's father stated that the button error alarm occurred after the insulin pump got exposed to moisture. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.